Manufacturer narrative:
Implant date: estimated as (B)(6) 2021 as it is only known the implant occurred (B)(6) 2021. Initial reporter address 1: (B)(6).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Approximately four months later, the closure device embolized out of the laa. The device was snared from the aortic arch four days following the noted embolization.